Event description:
It was reported that an intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level was 146 mg/dl. Reportedly, the customer cleaned the speaker holes and reloaded the cartridge, and insulin delivery was resumed

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.